Manufacturer narrative:
On october 27, 2021, mentor became aware that the surgery has been postponed. Hence, following fields have been updated on this form: is required intervention has been de-selected under section b; field b2. Explantation date has been removed from fields d6b. Field h6 health effect - impact code ¿serious injury/illness/impairment¿ has been added. Field h6 type of investigation has been updated to "device not accessible for testing". Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right; autoimmune disorder symptoms including celiac disease, colitis, bursitis in hips, disabled, ringing in ears, joint pain, allergies, ibs, depression, anxiety, feeling of tightness in chest, difficulty breathing, discomfort, numbness and tingling, brain fog, fatigue, hair loss, throat clearing cough, difficulty swallowing, chokes on food, uti infections, difficulty walking, dry eyes, bruise easily, and slow healing. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 250cc mentor memorygel breast implant on both sides and experienced autoimmune disorder symptoms including celiac disease, colitis, bursitis in hips, disabled, ringing in ears, joint pain, allergies, ibs, depression, anxiety, feeling of tightness in chest, difficulty breathing, discomfort, numbness and tingling, brain fog, fatigue, hair loss, throat clearing cough, difficulty swallowing, chokes on food, uti infections, difficulty walking, dry eyes, bruise easily, and slow healing postoperatively. As a result, the devices will be explanted on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.